Event description:
Customer alleges while on unit it took off after stopping dead in reverse causing him to run into his wife.

Event description:
Customer alleges while on unit it took off after stopping dead in reverse, causing him to run into his wife.

Manufacturer narrative:
Device was evaluated. Lack of maintenance and alteration of programming was discovered during evaluation.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.